Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during an implant attempt, there was difficulty removing and inserting stylets from the left ventricular (lv) lead. The lv lead was removed and not implanted. No patient complications have been reported as a result of this event.